Event description:
Approximately two months ago, the lay user tested his blood glucose and received a 12.1 mmol/l (217 mg/dl) and did not experience any symptoms at the time of testing. He visited his dr shortly after due to what he thought was low readings and was tested on the dr's meter; however, he does not recall the reading and was treated with insulin. The meter was previously set to the correct unit of measurement (uom) and he does not recall changing the uom or going to the meter settings. He has had the subject meter for three years. User had stoped taking his insulin, because he thought the readings were low. The user does not remember the name of insulin he takes; however, knows it is a set amount and he is suppose to take it twice a day. Customer service assisted the user and set the meter back to the correct uom. User also mentioned in 2005 he noticed intermittent power with the meter and the meter did not power on around 1:30 pm. He visited the dr two hours later and received a 208 mg/dl on the dr's meter and was treated with insulin. The user was using the correct vial of test strips. While troubleshooting with customer service, the user inserted the test strip all the way into the meter and the meter powered on. Customer service sent the pt a replacement meter.